Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a bankart repair procedure the glenoid was prepped with a 1.9 mm flex drill and upon insertion of the double loaded fibertak with #2 tigertail, there was lag and when the surgeon went to pull back on the drill guide, it became noticed that the inserter had broken. The inserter tip is lodged into the anchor itself and remained in the patient. The fragment was deep enough that the surgeon was unable to see it or reach it with a probe. He then tied the suture and labrum down over it.